Event description:
It was reported that the following plates broke when the surgeon was shaping them prior to implantation during a mandibular reconstruction procedure on (B)(6) 2015: a titanium matrixmandible angle reconstruction plate 2.8 mm thick, double angle medium, and double angle large. It is unknown if there was a surgical delay. Other plates were immediately available and the surgery was completed successfully. There was no patient harm reported. No additional information was available. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Device broke intra-operatively and was not implanted or explanted. Per facility, the complainant parts were discarded and are not available for return. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.